Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of stent migrated. The complainant indicated that the stent has passed from the patient naturally and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct to treat a benign anastomotic stricture during a procedure in (B)(6)2011. According to the complainant, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a planned stent removal on (B)(6) 2011, it was noticed that the stent was no longer within the common bile duct. The stent could neither be found on x-ray, under fluoroscopy, nor by the use of the ercp scope. The physician believes that the stent migrated out of the common bile duct, into the patient's duodenum, and passed out of the patient via peristalsis. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure and the anastomotic stricture was successfully treated. It is important to note, that per the indications for use section of the directions for use, the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms.